Event description:
This rv lead was implanted on (B)(6) 2003. A call to technical (ts) on (B)(6) 2012 states that rep is at implant with dr. (B)(6), pacer dependant patient. After device was connected, device out of pocket, random senses on egm that inhibited pacing. Impedances stable. Thresholds 0.6mv. Programmed bipolar pace and sense. Approximately 10-15 seconds and not regular intervals. Everything cleared after device in pocket. Programmed vvi. No asystole greater than 2 seconds reported and no adverse patient effects. (B)(6) medical center. Md and rep asking what it could have been. Discussed if connections tested. Rep stated yes all good and measurements all good. Except no r wave because patient pacer dependant. Ts asked if programmed bipolar pace/sense. Rep stated yes. Possible emi or something contacting lead. Confirmed no pattern to extraneous senses whatsoever. No deflection on surface correlating to oversenses. Ts stated doesn't fit any pattern that would be expected from device. Confirmed lead/pg connection check, asked appearance of signal on egm. Rep stated sharp blip like a ors but nothing on surface. Confirmed no pattern to signal. Rep stated that the temp pacer wire was still in system, but temp pacer was off. Possible contact and not sure exact timeline of when temp wire was removed and pacer in pocket. Discussed interrogation at pre- discharge check. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).